Event description:
Report received from the USA stating that there was a "tear in the hose" of the device discovered during pretesting. There were no injuries or merical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.